Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately and severely calcified forearm. A 6.0-4/4t/40mm symmetry balloon catheter was advanced pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient status was good.